Manufacturer narrative:
Following review of the complaint details, it is suspected that the reported event was possibly due to the user failing to properly eject the disposable set at the end of the prior case, but this could not be confirmed definitively. The device was not evaluated because the issue was resolved during troubleshooting.

Event description:
It was reported that the portal pinch valve (ppv) was 100 percent closed when powering on the device, which did not allow the customer to place the disposable set on the device. The customer completed troubleshooting to resolve the issue. Afterwards, the customer was successfully able to place the disposable set onto the device.